Manufacturer narrative:
Since the device is not available to be returned to us a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the metal on the hemopro 2 jaws separated. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. The hospital was unable to provide the event date.